Event description:
There was an allegation of questionable glucose results for 1 patient using the cobas® glu test strips using a cobas® pulse. The initial result at 12:02 was 241 mg/dl, and the patient was treated with 4 units of novorapid. At 17:13, the patient's result was 51 mg/dl. The customer questioned this result and checked it again using a different method. The result from an accu-chek meter was 300 mg/dl. At 17:21, the patient's result was 277 mg/dl. The customer reported that there were no adverse symptoms or intervention given when the glucose dropped.

Manufacturer narrative:
The cobas® pulse serial number is (B)(6). The material has been requested for investigation. The investigation is ongoing.